Event description:
Additional information received reported that the surgeon was going to remove the patient¿s lead. It was noted that the manufacturing representative did not know why they were removing the lead.

Event description:
It was reported that the patient believed their body was rejecting the implant and they were having an allergic reaction. This issue started about 4 months after the implant. The patient felt like the wires were twisting up inside of them and they were hurting. The patient had been given all kinds of medications but they were not helping. The patient¿s body had previously rejected some screws and they knew that was what was happening with the implant. The patient was ready to take their device out with a knife if a doctor wouldn¿t. It was further reported that the patient wanted their implantable neurostimulator (ins) removed because it was not working. The patient cried every day because they hurt. The patient was hurting worse every day. The patient wanted their spinal cord stimulator system removed. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).